Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the alleged event. Labeling review: potential adverse events and complications "...potential risks identified with the use of this system, which may require additional surgery, include: fracture of the vertebra..." No product returned.

Event description:
On (B)(6) 2013 patient underwent an extreme lateral interbody fusion procedure. On (B)(6) 2013 patient was hospitalized due to an l4 level vertebral compression fracture, recurrent lumbar stenosis and spondylolisthesis at the l3-l5 levels.